Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that the animas insulin pump beeps and vibrates but the display is blank. When she removed the battery to stop the chirping alarm, she noticed the cartridge was empty. At the time of concern, she took insulin via syringe for an elevated blood glucose reading of 582 mg/dl. The display issue was resolved with training. There was no product misuse. There was no trauma to the pump. This complaint is being reported because the patient had elevated blood glucose over 500 mg/dl while on insulin pump therapy and a display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: no defect was found. No activity related to pi observed in pump histories. Daily insulin delivery totals correctly reflect user's programmed basal rates. Black box shows pump was in use for 3 days beyond the date of the reported blank screen. Pump powers on to verify screen. Pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.